Event description:
User received a falsely low hcg result for one patient sample from the emergency department. Initial result was 1.05 miu per ml. Following the doctor's complaint that the patient was pregnant, the sample was repeated twice. The repeat results were 10000 and 15342 miu per ml. No information was provided to determine if patient was adversely affected. If additional information is received, appropriate notification will be provided.